Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead noted the helix/lobe is distorted/bent and there is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix mechanism from the screw wasn't normal. The screw jumped after about 20 turnarounds. The device was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.